Manufacturer narrative:
The insulin pump was unable to prime during prime test and alarmed motor error during basic occlusion test due to faulty . No motore position encoder error alarm noted in alarm history screen. It passed the displacement, self test and unexpected restart error test. All operating currents are within specification. The off no power alarm functions properly. The occlusion test and excessive no delivery test could not be performed due to prime/fill anomaly. The motor passed motor test. It also had a scratched display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump alarmed motor error during basal. Blood glucose value was 50 mg/dl; treated with food. It was stated that the drive support cap appeared recessed and the insulin pump was not exposed to a high magnetic field. The alarm history showed a motor position encoder error alarm. The customer was able to rewind. The motor error alarm occurred more than once in 30 days. The device was returned for analysis.